Event description:
The customer reported that leaking occurred at carefusion primary set spike connection to the female tubing end of spiros extension set during high concentration etoposide infusion. The patient was up to bathroom midway through infusion and noticed fluid on the floor.

Manufacturer narrative:
The associate devices was received for evaluation. The customer¿s report that leaking occurred at carefusion primary set spike connection to the female tubing end of spiro's extension set was confirmed. Visual inspection of the received associate sets noted no damages or any anomalies. Functional and pressure testing was performed and no leaking was observed. The root cause that leaking occurred at carefusion primary set spike connection to the female tubing end of spiro's extension set was identified. Based on the configuration picture the customer sent in the customer didn¿t fully insert the carefusion set spike into the ICU medical vented cap bag spike adapter w/spiro's female tubing so the tubing went all the way to the spike collar.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.